Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend instrument be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no reported damage. The instrument experienced insufficient sealing and the instrument stopped working. The instrument did work at the beginning of the case for roughly 15 minutes. No errors were reported. At the time of the event, during the sealing sequence, there was no reported audible signal (continuous tone) while the pedal was pressed. It is unknown if the fast audible tone completed to confirm a seal. No tissue was cut that was not fully sealed. The target tissue was the uterus.